Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery, low battery, and off no power alarms. Customer had low blood glucose at 44 mg/dl. Customer was also hospitalized for high blood glucose. Customer's blood glucose was 330 mg/dl. Customer was wearing the device at time of the hospitalization. Infusion set cannula was bent. Customer declined to complete troubleshooting. Customer will not be returning the reservoir for analysis.